Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a 2008t hemodialysis machine started smoking while undergoing a rinse cycle. A patient was not connected to the machine at the time of the incident. A visual examination was performed by the site biomedical technician who noted that the glue that holds the transformer casing melted and dripped into a pool of liquid on the floor. The biomed revealed that the transformer and some capacitors were replaced to resolve the issue. The unit was returned to service without a recurrence of the event as reported.